Event description:
This is the same event and the same patient reported under MFR ID #2939859-1998-00293, (collagen corporation #1023813). This is the first MDR submitted for the first suspect product. A physician reported a patient who was originally skin tested (date unknown) with negative results. On 21 july 1998, the patient was treated with two formulations of product in the oral commissures. On 21 october 1998, the patient was examined and the physician noted moderate erythema and induration at the treatment sites. The patient stated she had the symptoms since the day of the treatment. The physician prescribed benadryl cream 2%. The physician also prescribed oral keflex in case of a secondary infection, although no symptoms of infection were noted. The physician believed this is a definite hypersensitivity to the collagen. No further medical or surgical intervention was planned or prescribed.